Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is late onset seroma. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported seroma-late, pain, and anxiety of an unknown side. The device remain implanted.

Event description:
Device has been explanted. Patient also reported ¿autoimmune issues¿, ¿irregular menstrual cycle¿, ¿adult acne¿, ¿dry eyes¿, ¿dry throat and mouth¿, ¿sore scalp¿, ¿weight issues¿, ¿radiation pain in breasts and rib cage¿ permanent physical disability,¿pineal gland cyst¿, ¿ovarian cyst rupture¿, ¿knee pain¿, ¿back pain¿, ¿hip pain¿, "headache, alopecia, fatigue, abnormal thyroid levels, and tumors in the arms, cheeks, ovaries and brain" which were determined not to be device related.